Event description:
It was reported that the tip detached and remained in the patient. The target lesion was located in the anterior tibial (at) artery below the knee. During the procedure, a savion flx guidewire was advanced, but failed to cross the lesion despite multiple attempts. During removal, the tip broke off and stayed in a curve of the at vessel at the lesion. The vessel had no outflow so the physician decided to leave the tip. The procedure was aborted after multiple attempts to access the pedal. No patient complications were reported and the patient's status was stable.